Event description:
The initial reporter complained of discrepant inr results with coaguchek inrange meter serial number (B)(4). The meter result was 1.4 inr. The second meter result was 0.9 inr. The measurements were within five minutes of each other. The customer does not have a therapeutic range.

Manufacturer narrative:
Occupation is patient/consumer (customer's wife). The meter and test strips were requested for investigation. The returned test strips were measured with the returned meter in comparison with the current test strip master lot. For this purpose two human blood samples from marcumar donors and internal reference meters were used. Donor 1 hct: 44%. Donor 2 hct: 42%. Testing results: donor #1: retention meter and master lot strips: 3.0 inr. Returned meter and customer strips: 2.7 inr. Donor #2: retention meter and master lot strips: 2.1 inr. Returned meter and customer strips: 2.0 inr. All inr values were within the specified target ranges, confirming the functionality of the coaguchek measuring system. No error messages occurred. The alleged result of 1.4 inr was not found in the result memory, only the 0.9 inr. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.